Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Received a sample without original packaging. The batch number on the bbc of complaint sample was 22l14ged81. The complaint sample was filled with solution and bbc was opened. The complaint sample was detected leakage at triangle tube to step down tube connection. CAPA had been raised to address triangle tube to step down tube connection leakage issue. Device history record (DHR): reviewed the DHR for batch 22l14ged81, there was a holdback at in process due to failed tightness test (leakage at connection between big bottom cap and tubing). Rework was performed on the batch according to sop. After reworked, no such defect was detected at in process and at final control inspection, therefore, this batch was released. Similar complaints are known. The following root causes have been identified: 1. Operational error during triangle tube- step down tube assembly - insufficient dipping length. 2. Wide distribution of inner diameter (ID) of step-down tube from the extrusion process. 3. Partial blockage of cyclohexanone path in the gluing core of single wetting device (swd). 4. Disturbed glued connection during lean line process due to improper staging time. 5. In-ergonomic of the workstation of assembly triangle tube 90cm to pump process. 6. Insufficient cyclohexanone inside solvent bottle. To avoid recurrence of this fault, corrective measure already has been initiated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland): "leakage." According to the customer: "pump was filled as usual. Before starting, liquid is noticed on the tube. It is unclear where the leak is. Potential danger of contamination with cytostatic drugs for nurses, patients, third parties, thus associated with health risks."